Event description:
A surgeon reported that a patient was experiencing negative dysphotopsia at the three month postoperative visit following bilateral intraocular lens (iol) implant surgery. The patient's symptoms continued at the six month postoperative visit, but they were diminishing. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted, results from the product history record review indicated the product met release criteria. There has been one other similar complaint reported in the lot number.